Event description:
It was reported that during the implant procedure, the coil was damaged. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information. Evaluation summary (B) (4) upon analysis, it was reported that the defibrillator conductor was distorted.